Event description:
An acumed dual-trak screw was implanted on (B)(6) 2012. The initial reporter alleged that approximately 2 1/2 weeks ago the screw started to migrate out of the clavicle canal. The surgeon removed the screw on (B)(6) 2012.